Event description:
It was reported that the lead warning triggered due to high impedances on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The defib conductor was fractured and distorted, and the distal conductor was stretched. The outer tubing overlay was breached cut, and a white substance was present on both the outer tubing overlay and the outer insulation, which also exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism.